Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported cannula breaking off in the skin or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone phone_control_android cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system up1a.231005.007.s911usqs5cxjx cloud - smartphone hardware sm-s911u cloud - cgm sensor type.

Event description:
It was reported by the patient when removing the pod the cannula remained in the skin. It was also reported that the site was swollen.